Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a fitting session, in-situ measurements showed 10 electrode channels either with high impedance or involved in short circuit. No change in the child's auditory behaviour was observed by the parents or the speech therapist. Results were repeatable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During fitting session, in situ measurements showed 10 electrode channels either with high impedance or involved in short circuit. No change in the child's auditory behaviour was observed by the parents or the speech therapist. Results were repeatable. The patient was planned to be seen again on (B)(6) 2015.